Event description:
It was reported that during a pump refill the healthcare provider (hcp) filled the pump with the wrong concentration of drug. At 1005 on the day of the report the hcp filled the pump with 2000mcg/ml concentration of lioresal (baclofen). Shortly following the fill the hcp realized the drug concentration should have been 500mcg/ml lioresal, which was the concentration that was in the pump prior to refill. The reporter stated that the pump was infusing the wrong concentration for 30 minutes. At the time of the report the doctor was going to refill the pump with 500mcg/ml lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).